Event description:
Patient reported to have undergone total hip arthroplasty in (B)(6) 2003. Patient further reported that a revision is recommended due to patient allegations of elevated metal ion levels, popping, squeaking and pain. Patient also alleges that her child, born in (B)(6) of 2004, has cognitive issues that may have been caused by the patient¿s alleged elevated metal ion levels. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2003 and a right hip revision on (B)(6) 2014. Review of invoice history indicated that the modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05692 & 2015-01864).